Manufacturer narrative:
Based on the claim against the product by the customer noting sureform 60 stapler moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. The sureform 60 stapler instrument was analyzed and found functional testing of the device was not possible to perform due to the returned condition of the device. Additional observations not reported by site that were not related to the customer reported complaint: the instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument was placed on an in-house system with an in-house drape and seal. The instrument failed the engagement tests. The engagement test was performed a total of three times and failed. Further testing of the instrument was found to have binding of the roll bushing. Friction is observed when manually rotating the main tube. No signs of corrosion found on the roll bearing. Advanced technical review was performed by failure analysis engineering team: logs show pn (B)(4), ln l10220928-0579, was installed on the system 9x, and was only able to successfully engage on 2 of the 9 installs. On the other 7 installs, the instrument failed to engage with the system, and error code 22020 shows in the msc logs. Parameters of the errors indicate that the roll axis hardstop check failed in each instance. On the 1st successful install a blue reload was fired with no pauses for compression. On the 2nd successful install, no clamping or firing was attempted, and the instrument was removed and not used in the procedure again. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no other errors in the msc logs. Logs are attached. The complaint aligns with the non-intuitive motion that can present upon successful engagement, but when the roll friction is too high. This results in an axis offset, due to the system detecting the hardstop in the wrong location. Based on the multiple roll axis engagement failures, it is likely this instrument had high roll friction that may have resulted in the non-intuitive motion described on the 2nd successful engagement. The probable root cause of unintuitive motion cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis of sureform 60 stapler found they were unable to complete testing due to condition of the returned instrument. The probable root cause of engagement failures is attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. The probable root cause of roll hardstop engagement failures on the sureform stapler instrument is attributed to roll axis friction. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler moved with unintuitive motion. Unintuitive motion control could result in subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy-right surgical procedure, the surgeon attempted to take control of the sureform 60 stapler and the instrument did not respond correctly. The stapler calibrated correctly and was fired one time successfully. After being reloaded with the same color reload, when the surgeon attempted to move the device, it moved in the opposite direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm or injury to the patient. There were no photographic images of the device.